Manufacturer narrative:
It was later reported that the lead was explanted due to an undisclosed patient condition. No further information was received from the field despite attempts.

Manufacturer narrative:
The physician elected to program the patient's lv lead off. No surgical intervention will be performed at this time. The physician plans to evaluate the patient during normal follow-up. This event will be updated if any additional information becomes available.

Manufacturer narrative:
The complete lead was returned. Visual observations noted setscrew marks on the terminal pin and ring. The fixation was in specification. The lead passed electrical resistance testing on all path. The allegation could not be confirmed through analysis.

Event description:
Boston scientific received information that this patient's transvenous left ventricular (lv) lead may have dislodged since implant. Lv pacing percentage measurements have been significantly lower than expected, and concern was expressed that the lv lead was oversensing atrial activity. Pacing threshold measurements remain acceptable, and no x-ray has been obtained to verify the lv lead position. No adverse patient effects occurred as a result of these observations. Of note, the patient is not pacemaker dependent.